Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2018 with the following findings: the black box data for (B)(6) 2017 is not available due to continued use of the pump. The last basal delivery was on (B)(6) 2017. Unable to verify the time/date reset to default setting in the black box. The black box shows a manual time change on (B)(6) 2017 from 16:12 to 15:16. On investigation, the pump was powered on and exercised for 24 hours without issue. Afterwards, battery was removed for 6 hours and then reinserted in the pump. On start-up, the time /date reset to default setting. Investigation duplicated the complaint. The total daily doses add up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked and the returned battery cap had stripped threads.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 47mg/dl, with blurred vision, associated with an alleged history settings issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the time was off by an hour. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time and date reset issue.